Event description:
Sensor was inadvertently placed above the stent graft by the user. The sensor would not easily release from the delivery catheter. Eventually the sensor and delivery system were removed but this prolonged the procedure.